Manufacturer narrative:
Additional information was requested at the author of the journal article and at the hospital. We received an answer explaining that the hospital is not able to provide any further information due to data privacy policy. It was not possible to perform a trend analysis, as the catalogue number of the device is unknown. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported in the journal article that one patient was revised (cup) due to recurrent dislocation 2 months after implantation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. A technical investigation was not possible to perform, as the device was not at hand for investigation. Root cause analysis: the only information available is the event as reported in the journal article: the patient underwent cup revision due to recurrent dislocation 2 months after implantation. No other details are available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a journal article that a patient was implanted with an unknown roof reinforcement cage (burch-schneider cage or müller acetabular reinforcement ring) and was revised (cup) due to recurrent dislocation 2 months after implantation. Source: "eradication of infection, survival, and radiological results of uncemented revision stems in infected total hip arthroplasties", philipp born, thomas ilchmann, werner zimmerli, lukas zwicky, peter graber, peter e ochsner and martin clauss (2016) acta orthopaedica, 87:6, 637-643.